Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 40 mg/dl and 300 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer declined troubleshooting for low blood glucose. The customer reported that the over corrected blood glucose of 40 mg/dl prior to the calibration not accepted. The customer also reported that they did not receive change sensor and sensor updating alert. Customer did receive a calibration not accepted alert. The auto mode was active during the reported event. The device will not be returned for analysis.